Manufacturer narrative:
Date received by MFR: 19jul2019. Date of this report: 07aug2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/01/2019. A follow up report will be submitted once the evaluation is complete. (B)(4).

Event description:
The customer reported a ventilator with a dead battery. This event was reported to have occurred during clinical use, but there was no harm associated with this report.